Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump delivered too large of a bolus. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. The customer acknowledged and continued using the pump for insulin therapy.